Event description:
The customer reported the alarm has power but does not have an alarm tone when pressure is off the pad or when the sensor pad is detached from the alarm. The customer reported there are no signs of corrosion or battery leakage but the battery door needs to be replaced. This was discovered during setup prior to use with the pt.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found there is no physical damage observed to the alarm unit. When tested with a battery source the alarm has power, however there is no fail safe and no sound when weight is lifted off the pad. The liqui-label was missing. (B)(4).